Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. No audio/beep/vibrate or keypad button anomaly noted. All buttons function properly. Pump passed the self test, active current measurement and displacement test. However, pump failed high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. However, found in the pump history multiple failed batt test alarm on 10/23/2025 13:38:13.000, 10/23/2025 13:40:13.000, 10/23/2025 13:40:40.000. Pump was cut open to perform visual inspection and found moisture damage on the electronics, battery connector, force sensor, motor, vibrator and corroded battery tube during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had unit had scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case corner of belt clip rail, label damage. Audio/beep/vibrate, keypad button anomaly not confirmed. Pump failed high sleep current measurement with unexpected failed batt test alarms in the pump history due to moisture damage electronic assembly and missing display window cover confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that pump was not vibrating, crack in screen, pump rejected batteries, and button not responding. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.